Event description:
Clinical rn specialist at facility, a leaking anti siphon ext set. It appears the leak was coming from the connection to the syringe. Problem was detected during use. There was no patient injury or medical intervention reported. Although requested no additional information was available.

Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing.